Manufacturer narrative:
This is the initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated that while performing the axsym troponin-I adv assay, reagent #1 lid failed to open causing a probe crash. The customer also states three kits are effected and upon manually opening the lid the entire lid came off one pack. There was no report of impact to patient results.